Event description:
It was reported that 9 days after implant, the lead integrity alert (lia) triggered for short interval counts (sic) and non-sustained tachycardia (nst) episodes. The right ventricular (rv) lead had dislodged into atrium. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, (B)(6) 2005. (B)(4).